Manufacturer narrative:
Follow-up #2 date of submission 08/11/2016-device evaluation: the pump has been returned and evaluated by product analysis on 07/19/2016 with the following findings: a review of the black box and alarm history indicated a call service 088 alarm had occurred on (B)(6) 2016. A call service 088 alarm is used to detect and recover from printed circuit board malfunctions; the pump will emit a high-pitched noise with vibration when this alarm occurs. The pump powered on normally and successfully completed ez-prime steps with no alarms occurring. The pump was exercised for 24 hours with no issues occurring. A 10 unit audio bolus and a 10 unit normal bolus were successfully performed and correctly recorded in the pump histories. The pump cover was removed and no internal defects were found. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump was making a sound like a bee and was vibrating, but that there were no alarms noted in the pump history. Additionally, the reporter indicated that the pump was not delivering bolus insulin as expected. The reporter stated that the user delivered an air bolus and drops of insulin were seen coming out of the tubing, but when another air bolus was delivered no insulin was seen. The reporter noted that the battery had been changed to attempt to resolve the issue, without success. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported based on the allegation of an insulin delivery issue.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump was making a sound like a bee and was vibrating, but that there were no alarms noted in the pump history. Additionally, the reporter indicated that the pump was not delivering bolus insulin as expected. The reporter stated that the user delivered an air bolus and drops of insulin were seen coming out of the tubing, but when another air bolus was delivered no insulin was seen. The reporter noted that the battery had been changed to attempt to resolve the issue, without success. The reporter noted that the patient had experienced an elevated blood glucose (bg) of 24.5mmol/l with no reported signs or symptoms of hyperglycemia. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation of an insulin delivery issue.